Event description:
An adverse event occurred post dye study. During a routine pump refill 9 to 9.5 cc of drug was aspirated rather than the 1.5cc expected reservoir volume. A dye study was performed under fluoroscopy. The physician got into the side access port and couldn't withdraw csf. The dye went in and all was clear. Calculations were checked and were correct. That night all the patient went into respiratory arrest and was brought to hospital 4 hours following the dye study. The patient was given several doses of narcan and was admitted to the intensive care unit. A follow up report will be sent when additional information is obtained.